Event description:
It was reported to a physio-control service representative that the customer's device showed all three icons (service wrench, charge-pak and attention icons) in the readiness display. It did not show ok. All three icons showing is indicative for the device probably not having enough power to provide adequate defibrillation therapy when required. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4): physio-control further evaluated the device and observed that the device's analog pcb assembly caused the internal hybrid layer capacitor (hlc) batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 on the analog pcb assembly. This filter being electrically leaky caused the internal hlc batteries to deplete. Due to their depletion, the internal hlc batteries had leaked internal fluid. A replacement device was provided to the customer under warranty.